Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the service the device will not operate on dc power. No patient involvement.

Manufacturer narrative:
The failure of c56 prevented the power supply from operating on ac power. There were no failures found while operating on the fi test backup battery.